Manufacturer narrative:
Device not available for return.

Event description:
The caller was the customer's mom. She stated the customer told her the meter was smoking. The customer was then put on the phone and the customer stated the aviva meter was sparking and then began smoking, and had black smoke coming from it. No adverse event reported. Customer discarded the meter, replacement sent.